Event description:
It was reported that the compressor was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacture's ref.#: (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the standby valve and drainage valve replaced. The replaced parts were returned for investigation. The reference compressor went unintentionally into standby mode when the returned standby valve was connected to a reference compressor. The investigation revealed that the returned standby valve was defect. The root cause for the defective standby valve could not be determined. This could lead to stop of ventilation and alarms will generate. The investigation of the received drainage valve did not reveal any discrepancy.